Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 267 mg/dl. The customer also stated they had dropped their insulin pump into a puddle of water prior to the alarm occurring. The customer stated there was fluid under the lcd display on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was noted on the electronic assembly or motor. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.